Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive as follows; -the instrument channel: micrococcaceae (1cfu). -the suction channel: gram-positive bacteria (1cfu). -the air/water channel: gram-positive bacteria (1cfu). -the auxiliary channel: coagulase-negative staphylococci (1cfu). But the testing result cleared the french guideline. Ofr checked the subject device and found followings; -the distal end insulation test has failed. -the distal end cap was scratched. -the bending section rubber adhesive was peeled off. -the outer of the control body was damaged. -the air/water cylinder had the scratches inside. -the angulation did not meet specification. - the suction function failed and the instrument channel used more than two years was replaced as preventive maintenance. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas aeruginosa (100 cfu/50ml). Auxiliary water channel: pseudomonas aeruginosa (2 cfu/30ml). Instrument channel: pseudomonas aeruginosa (80 cfu/50ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.